Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: total lap hysterectomy. Incident description: description provided by territory manager via telephone 13feb2020: surgeon reported that during a procedure approximately 6 weeks prior, the jaws of the maryland device had caused damage to a uterine vessel which resulted in bleeding. The procedure was extended in order for the damaged vessel to be repaired with sutures. Cer description provided by territory manager via email 13feb2020: whilst responding to a different incident at [name] last friday (B)(6) 2020 I was made aware by [surgeon] of an issue that he had experienced approximately 6 weeks prior whilst performing a tlh using voyant maryland. [Surgeon] explained that when he was using the jaws to dissect tissue to skeletonize the uterine vessels, the patient had a bleed at the uterines that [surgeon] believes was as a result of the "sharp" maryland jaws on voyant. When asking [surgeon] for more information around the incident, [surgeon] explained that as far as he was aware there were no abnormalities in anatomy or tissue structure, no pre-existing comorbidities or treatments that would affect the complexity of the case and nothing had happened during the case to lead to the uterines being "lacerated" by the maryland jaws. [Surgeon] explained that to achieve haemostasis he had to suture the uterine vessels which added some time onto his procedure. Because of this incident [surgeon] has explained that he is now hesitant to use voyant for tlh cases. Patient status: unexpected vascular bleeding during case. No ongoing patient injury post-case.

Event description:
Procedure performed: total lap hysterectomy. Incident description: description provided by territory manager via telephone 13feb20: surgeon reported that during a procedure approximately 6 weeks prior, the jaws of the maryland device had caused damage to a uterine vessel which resulted in bleeding. The procedure was extended in order for the damaged vessel to be repaired with sutures. Cer description provided by territory manager via email 13feb20: whilst responding to a different incident at [name] last friday on (B)(6) 2020 I was made aware by [surgeon] of an issue that he had experienced approximately 6 weeks prior whilst performing a tlh using voyant maryland. [Surgeon] explained that when he was using the jaws to dissect tissue to skeletonize the uterine vessels, the patient had a bleed at the uterines that [surgeon] believes was as a result of the "sharp" maryland jaws on voyant. When asking [surgeon] for more information around the incident, [surgeon] explained that as far as he was aware there were no abnormalities in anatomy or tissue structure, no pre-existing comorbidities or treatments that would affect the complexity of the case and nothing had happened during the case to lead to the uterines being "lacerated" by the maryland jaws. [Surgeon] explained that to achieve haemostasis he had to suture the uterine vessels which added some time onto his procedure. Because of this incident [surgeon] has explained that he is now hesitant to use voyant for tlh cases. Additional information received via email on 21feb2020. The part of the jaw that was deemed to be sharp is the tip of the jaw where it tapers. Patient status: unexpected vascular bleeding during case. No ongoing patient injury post-case.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to confirm the cause of the injury or confirm that a product malfunction occurred.